Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll was cracked. The following information was provided by the initial reporter: "2 syringes with scratch on the surface of the syringe body (see photo, syringe is available for examination), one syringe was leaking at the scratch (was discarded)."

Event description:
It was reported that syringe 50ml ll was cracked. The following information was provided by the initial reporter: "2 syringes with scratch on the surface of the syringe body (see photo, syringe is available for examination), one syringe was leaking at the scratch (was discarded)."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-09-14. H6: investigation summary: two 50 ml syringes received for investigation, upon visual inspection of the samples it can be observed two marks between numbers 30 and 40 of the scale. A device history review was performed for lot 2105025 no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Possible root cause due to product jammed against assembly equipment during manufacturing. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Manufacturing personnel have been notified of this incident to increase awareness.